Event description:
It was reported that the patient presented to the clinic for a routine follow-up. The pulse generator exhibited a device parameter error message. After reprogramming, the device resumed normal function. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
UDI (di): (B)(4).